Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, the patient was prepared for corneal flap creation and treatment completed. An unwanted condition was detected in the flap bed following flap creation. The flap was left unlifted and treatment postponed. When the epithelial tissue heals the treatment will be planned again. Additional information requested.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).